Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module (serial number: (B)(4)) was confirmed upon arrival of the returned unit at the european distribution center. Damages to the top housing, bottom housing, standoffs, rubber feet, rubber vent bands were observed. The power module was functionally tested and found to perform as intended despite the observed damages. The housing of the unit was replaced, and preventative maintenance was performed. The repaired unit was returned to the rental pool after passing all required testing per procedure. The root cause of the observed damages was suspected to be related to the reported event of the power module falling on the floor. Incidental findings: missing battery clip. Review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. The heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module fell on the floor; there was no patient involvement. Upon investigation, it was found that the power module was missing a battery clip.